Event description:
It was reported by the patient of this pacemaker that a syncopal event was experienced. Technical services (ts) referred the patient to the clinic for further evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but the clinical representative could not provide any further information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient of this pacemaker that a syncopal event was experienced. Technical services (ts) referred the patient to the clinic for further evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.